Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to usage/handling by the user. It is judged that the indication phenomenon can be prevented by this the following instructions for use: "[warnings and cautions] ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the up/down knob could not be locked securely due to wear of the forceps elevator wire, water tightness was lost due to deformation of the scope connector, a crack on the light guide cover, and a pinhole on the bending section cover, the objective lens was scratched, the connecting tube was dented, the scope cover was cracked, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the rubber covering the tube tip transducer of the evis exera ii ultrasound gastrovideoscope was broken. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the insulation resistance value did not meet the standard value due to peeling on the acoustic lens. The report is being submitted due to the peeled acoustic lens found during evaluation.